Event description:
It was reported by service report that the fowler angle would not go to zero. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler out of calibration. Conclusion: bed recalibrated.